Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase in seizures following an increase in device output and magnet currents. It was reported that the patient began experiencing cluster seizures and that the magnet swipe did not abort the seizure. The patient was taken to the emergency room where he was given ativan and the seizures were controlled. Further follow-up revealed that the patient has always had bad seizures. Attempts to obtain additional relevant information were unsuccessful.